Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient could not get his implantable neurostimulator (ins) to recharge. It had been a couple of months and it had been a while since he used it. He never actually recharged it because when he had surgery in october, he never had to recharge than all of a sudden, his batteries went dead and he moved. He could not remember when stimulation stopped. He moved and forgot to bring the implantable neurostimulator recharger (insr) with him and it had to be sent to him. An ins overdischarge was suspected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from the patient (pt). Pt reports this device was replaced due to "normal battery depletion".